Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with novolog insulin. Customer went to the emergency room and was subsequently admitted to the intensive care unit. It was reported that the customer experienced "bruising from being intubated at hospital". Customer was discharged 5 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended, and educated the customer on insulin labeling. No additional patient or event information was available.